Manufacturer narrative:
(B)(4). D10: (B)(6) m2a-magnum pf cup 50odx44id 046390 (B)(6) m2a-magnum 42-50mm tpr insrt-6 361510 g2: foreign: canada. Suggested component code: mechanical (g04) - head. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had an initial left total hip arthroplasty. Subsequently, the patient was revised due to metal related pathology. During the revision, a pseudotumor was encountered, and the initial cup was found with excessive anteversion. The initial stem remained intact, and all other components were revised without complication.

Event description:
No additional event information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11 the reported event could not be confirmed due to lack of product/event information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported items and no additional complaints for the reported part and lot combinations. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: diagnosis - pseudotumor a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.